Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in germany that during an unknown surgery on an unknown date, it was observed that the vapr tripolar90 suction electrode device emitted continuous energy although the control buttons were not pressed. According to the report, a detachment of the insulating layer at the tip was visible. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: the event date was unknown in the initial report and has been updated accordingly. B5: additional information received on the event reported that there was an additional 20-30 minutes of operating time. It was reported that the electrode emitted continuous energy intraoperatively although the control buttons were not pressed. It was also reported that the insulating layer a the tip was visible. Surgery was completed with a new device and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. On visual inspection, the electrode tip shows signs of activation, the cable is in good condition as well as the connector and pins. The suction tube shows saline residues. When performing the functional test, the electrode was connected to the vapr vue test generator. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. During ablation test, when the button activated the electrode, it was started to flash two to three times and then continued with its normal function. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect; the device was not returned in its original packaging, the active tip is in a used condition with signs of debris around the active tip. Device handswitching buttons visually undamaged. The switch boot is correctly positioned and it appears a tight fit around the shaft. There is saline residue visible at the distal end of boot. Two small flaws on the face on the boot. The suction tube of the device shows signs of procedural debris. No visible damage on handle, shaft and cable. The electrical test was performed, as a result, all parameters passed the test. The functional test was performed using vapr vue generator gml3723/4. As a result, all functions passed the testing. The rubber boot was removed to allow inspection of the buttons, salt deposits were found inside the boot. Inspection of the buttons revealed there was potentially deterioration of the contact surfaces at the base of the sw6 switch, which could have been caused by ingress of saline. Salt deposits were evident on the return tube near the pcb. Inspection also highlighted that there was a significant amount of glue covering the pcb. This glue should not be on the pcb according the assembly aids and should be investigated further to assess the impact on device function. Manufacturer summary: from our investigation we were unable to reproduce the customer reported defect as the returned device was found to pass both electrical and functional testing at olympus, however some deterioration was observed around the base of switch button 6 and salt deposits were also seen inside the boot indicating saline has entered through the rubber switch boot. The saline ingress has caused deterioration the base of switch button 6 which could have affected the performance of the button. The 'glue' observed on the plug & cable assy pn0019997 in the evaluation report is a conformal coating material which is a thin polymeric film which 'conforms' to the contours of a printed circuit board and is used to protect against moisture, dust, chemicals, and temperature extremes. The coating seen is as per the supplier component drawing specifications and is not a manufacturing defect. This saline ingress failure mode has already been further investigated under CAPA. The rate is as predicted in the risk management file and no corrective action is required. A review of our complaint records over the last 12 months to assess the frequency for this failure mode for the tripolar device shows this defect to be of low occurrence (total complaint qty is (B)(4) in (B)(4) devices manufactured). Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. A DHR review has been performed for lot u2201128; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.